Event description:
The customer reported that the insulin pump had an error alarm during the prime process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as result of a loose drive support disk. The device had a missing end cap sticker.